Manufacturer narrative:
(B)(4). D10: vivacit-e dm bearing 28x42mm item: 65726137 lot: 110031011 unknown head unknown stem unknown cup customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during an attempted closed reduction of the patient¿s dislocated hip, the bearing became disassociated. Subsequently, the patient underwent revision surgery and was converted to a freedom constrained liner. It was noted that the patient had prior spinal fusion surgeries. This elevates the risk for postoperative dislocations. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h4; h6. Visual inspection of the returned item # 110024463 lot # 043100 g7 dual mobility liner 42mm e performed. B, e-42mm, and lot number etch confirmed. The liner has nicks and scratches all around the i.d. There are also indentation marks around the i.d./top flat surface. There is a scratch across the top of post that stems off of the bottom/o.d. Of the liner. There is some discoloration/staining present around the o.d. Surface as well. Dimensional analysis was performed and measurements taken were conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.